Manufacturer narrative:
No products were returned; however, 4 pictures were received. The reported issue was confirmed per the photos provided. In case the sample was received the complaint will be re-open to make the corresponding tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the catheter failed at the infusion port. The patient was implanted with an infusion port under the right collarbone due to ovarian cancer. Later, due to a recurrence of cancer, the infusion port was found to be unusable at the hospital. Screening revealed that the catheter had detached, and it was removed through vascular intervention surgery at the interventional department in the evening. It was discovered that the catheter had detached at the latch connection. There was no harm or adverse effects reported as a result of the event.